Event description:
It was reported by the customer that a bd pyxis¿ cii safe es door was unable to open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was unable to open. A technical support specialist dialed in to (B)(4). The screen was not frozen and was at the inventory count screen. The technical support specialist asked the user to click ok, which responded. The user performed an inventory count for the fridge. Logged in as pyxis-support, the technical support specialist confirmed the backup, firmware, and rebooted ciisafe. The customer confirmed the issue did not reoccur and agreed to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.